Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was in the clinic for a vibratory alert test, the patient could not feel the patient notifier vibration from the device. Multiple attempts were made but the vibration still could not be felt. The impedance limit was lowered along with adding a new alert to test the patient notifier outside of the clinic. The vibratory alert feature still does not work. The patient condition is stable before, during, and after the event. The patient will continue to be remotely monitored.